Manufacturer narrative:
The reported field event of premature battery depletion was not confirmed. Interrogation of the device revealed the device was at elective replacement indicator (eri) upon receipt. A longevity calculation was performed and found the battery depletion was normal based on the device usage and programmed settings. The reported field event of long charge time was confirmed. Review of device data showed the capacitor charge timeout was due to excessive number of high voltage (hv) charges occurring within a short period of time. Functional testing was normal. No anomaly was detected.

Event description:
Related manufacturer reference number: 2017865-2023-94186 it was reported that the patient's right ventricular lead delivered inappropriate shocks due to oversensing of atrial signals. An x-ray imaging showed that the lead was dislodged. The patient presented for a lead revision procedure. Prior to the procedure, the implantable cardioverter defibrillator exhibited signs of premature battery depletion and an alert for a delayed capacitor charge. The lead and device were explanted and replaced. The patient condition was stable.